Event description:
The user facility reported a patient noted as high-risk percutaneous coronary intervention was on an impella 2.5 for mechanical circulatory support. It was reported that the impella 2.5 got stuck in the peel away sheath during removal. The physician pulled out everything as a single unit, no bleeding or harm to patient. The patient survived explant and the procedure.

Manufacturer narrative:
The investigation into the product removal issue has been completed. The impella pump was returned for investigation. The evaluation into the removal issue has been completed. The visual inspection of the returned pump noted the pump was stuck in the introducer. Significant amounts of clotting was observed in the introducer. The impella was able to be removed after soaking the products. Upon removal, significant amounts of clotting and blood exited the introducer. The impella was measured with the ring gauges and its diameter was within specification as all ring gauges were able to pass over the motor housing. The inner diameter of the introducer was also confirmed to be within specification using pin gauges. The impella was able to pass through the introducer upon reinsertion, but the clotting in the introducer did not allow for further advancement. Therefore, it was determined that the cause of the removal issue was patient condition related. The significant clotting within the introducer sheath prevented the impella from being removed through the introducer. This report is being filed as part of a retrospective review of historical records.